Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this lot number. There have been numerous design verification and design validation activities performed that have shown the device meets design input requirements and user needs. The image review conducted using multiphase computed tomography angiography (cta) revealed a type ib endoleak, which was due to inadequate seal zone. It was noted that a shorter-than-recommended mainbody was used, due to which a zsle was implanted in the right tfle to lengthen the right leg seal zone. Calcification was also noted which prevented the sealing. Even after the seal zone extension with a zsle, the leak adjacent to the calcified atheroma still persisted. The image review confirmed a type iiib suture hole endoleak, due to which blood was jetting through the pin point hole in the lateral aspect of the right and ipsilateral gate at the graft explant. However, by the pre-explant cta¿s it was evident that the suture hole endoleak did not pre-exist, therefore it must have been provoked due to the open procedure. The suture hole endoleaks were likely provoked by exposure to atmospheric pressure. When the aneurysm sac is exposed to atmospheric pressure during an open repair, the change in pressure could cause an increased flow of blood out of the graft. It could be possible that the graft received excessive pressure due to increased blood flow, causing type iiib endoleak. The root cause for type ib endoleak is likely product planning-related due to inappropriate sizing, as a shorter than recommended main body was used. The second root cause for type ib endoleak is likely patient condition-related due to calcification which prevented the sealing. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
In 2011, "the patient had a rupture" and a graft was placed. A type ii endoleak was noted at that time. On (B)(6) 2012 the patient went to the hospital and had some percutaneous injections done in order to resolve the type ii endoleak but the aneurysm continued to grow. On (b)6) 2016 a right iliac limb extension was placed due to the limb being near the aneurysm and some increased growth in aneurysm diameter. It was a type ii leak at that time. On (B)(6) 2017, the doctor opened the patient expecting to resolve the type ii endoleak. Instead, the dr. Noted at least 3 holes identified in the graft that were squirting blood. The graft was explanted and another manufacturer's graft was sown in place. The patient is okay at this time. Additional information has been requested but not yet received.